Event description:
Report received from the USA stating that the device was "overheating" during a spine procedure. The case was not delayed and the procedure was continued with a similar product. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and did not exceed temperature limits. The event was not confirmed. If additional information is received, a supplemental report will be sent.